Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in the mitral position where, with the 23f guide sheath in situ, the patient experienced ventricular fibrillation (vfib) during device exchanges following the lv gram. A single defibrillation shock was delivered, successfully terminating the arrhythmia and restoring sinus rhythm. The patient was stable following the intervention. The perceived root cause of the event was wire-induced irritation of the ventricle. No patient injury was reported as a result of this event.